Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was up to 500 mg/dl and another time it was 400 mg/dl. Customer¿s other relevant blood glucose levels were 314 mg/dl and 364 mg/dl. Customer was using insulin pump system within 48 hours of reported event. Customer was treated with insulin pump. Customer was assisted with troubleshooting and there were no leaks and air bubbles. The insulin pump will not be returned for analysis.